Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/07/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects. The black shrink tube was observed to be peeled near the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the investigation, the reported failure "material twisted/bent" was not confirmed. However, the reported failure "failure to cut" as well as the analyzed failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot#: 3000319484 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the branch division and cauterization of the endoscopic vein harvesting procedure, the view hemopro 2 jaws appeared to not be applying the required energy to completely divide and seal the branches. The hemopro tool was inserted using the correct protocol. When the hemopro tool was removed from the cannula for inspection the jaws were bent at the tip. There was a delay as a result of trouble shooting the issue and opening a new kit. There were no patient effects.